Event description:
Five of 11 instruments shipped on 10-10-00 had defective hardware and software. Instruments sent for repairs were returned with defects not corrected. Replacement monitors had similar problems; original 11 electronic controls were defective and replaced by others that were also defective. Rptr has now tested 30 electronic qcs. Three lots of defective tubes. Problems reported to MFR and not investigated nor corrected in a timely manner. Defective ac adapters with connectors that were sized incorrectly for the instruments resulting in loss of power and memory. Itc admitted that they shipped instruments without assessing quality.